Manufacturer narrative:
A full audit of all batch documentation relating to the production of the device was performed. The audit concluded that all procedures in manufacturing and packaging of the device had been conducted correctly. Batch reconciliation was 100.0%. Based on the assessment of our batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. Based on the investigation, lenstec concludes that the lens was handled incorrectly.

Event description:
Lenstec received an email stating " lens implanted (B)(6) 2020; explant date (B)(6) 2020. Lenstec received a form indicating 'broken haptic'. A back up lens was implanted and there was no patient injury or surgical intervention noted.